Event description:
It was reported the patient had fallen into a brush fire and had been admitted to the hospital for the burns. When the patient was moved from the burn unit to the rehabilitation unit the patient was having severe dyskinesias. They went down on the patient¿s medications and up until a week before report the patient was doing ¿wonderful.¿ the patient began getting worse so they tried turning up stimulation. Despite attempts to reprogram and gradually increasing medications close to their home dose, the patient was getting progressively worse; the patient was now nonverbal with a feeding tube. It was also noted when checking therapy impedance and electrode impedance the patient had dyskinesias that gradually resolved after impedance check. Impedances were noted as being in range except for a few electrodes which showed ¿???¿. Troubleshooting was attempted but did not resolve the issue. Pulse width and stimulation was changed. They could capture some therapy but they could not ¿keep it.¿ x-rays had been ordered to check for a lead break but the results were not available. It was noted ¿every so often there is a temporary failure.¿ it was also noted they did an eeg and ¿there was so much interference the stimulator had to be turned off.¿ the patient had been tested for infection, they did a CT scan of the patient¿s brain and other medical tests to see if something was medically wrong. It was noted the patient did not have dyskinesias when they measured the battery. Dyskinesias were only present while testing impedances, the patient otherwise was ¿very rigid and could barely function.¿ it was unknown what the patient¿s baseline therapy was. It was noted the patient¿s family said the patient had only been programmed once following implant. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant product: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3389s-40, lot# v048361, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot# v048361, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).